Event description:
It was reported that pump does not recognize cassette. There was unknown patient involvement. Per reporter, the event occurred on the ward.

Manufacturer narrative:
E1: facility name (B)(6). Phone number (B)(6). H3: one device was returned for evaluation. Service history review shows the device has been in before for repair related to the customer stated problem. Visual evaluation of the device found the device to be in good condition with no physical damage found on the pump. Review of the event history log was not applicable. Functional testing was able to confirm the reported problem of the pump not recognizing the cassette. The pump's downstream occlusion (dso) sensor was defective and will be replaced.